Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us had an alarm 379 - "no o2 dosing possible". Furthermore, there was no information for patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for evaluation. Vyaire medical was able to confirm the issue. The customer placed an order and part will be shipped. Root cause of failure was determined due to leaking o2 dosing valve. Additional information:there was no patient involvement associated with the reported event. The reported issue happened during est/uvt (extended systems test/user verification tests). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.